Event description:
The customer contacted physio-control to report that their device would not charge when attempting to defibrillate. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance. After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.